Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, episodes of nonsustained right ventricular oversensing due to noise were observed on the right ventricular lead. The noise could not be reproduced with isometrics. The lead was capped and replaced successfully on (B)(6) 2017. Patient was discharged.